Event description:
The customer reported the ventilator went vent inop and alarmed while in use on a pt. The customer reported there was no pt harm. Vent inop, when in use, will stop providing ventilatory support to the pt. The manufacturer's service technician was unable to duplicate the customer reported problem, however, reported during testing the ventilator display was blank at power on and component voltages were out of specification. The service technician replaced the vga pcb to correct the findings. Extended self testing (est) and applicable final testing was completed and all tests passed per operating specifications.

Manufacturer narrative:
See scanned page.